Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and as troubleshooting measure they re-torque the buffer syringe and replaced sample syringe. However, this did not resolve the issue. Upon further inspection, the fse found corroded connections on the mix motor assembly and mix motor cable assembly. The fse replaced the mix motor assembly and mix motor cable which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported that they obtained two (2) erroneously high patient results for sodium (na), potassium (k), and chloride (cl) analytes on their au480 clinical chemistry analyzer. The customer repeated the samples and obtained acceptable results. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated to this event.